Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. It was also reported that multiple occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was 91 mg/dl.